Event description:
It was reported that the patient was just cleaning a window frame with a wet cloth and says her 'device went off'. Interrogation of the device showed t-wave oversensing and that inappropriate shocking. Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.